Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and erroneously high platelet (plt) results generated by the coulter lh 500 instrument for a single pt sample. Initial hgb result was 7.7g/dl and plt results was 578x10 to the third power cells/ul. The sample was retested with similar results: hgb - 7.7g/dl. Plt - 553x10 to the third power cell/ul. The results were reported out of the lab. On the next day, the pt was redrawn and obtained results were different than the doctor expected: hgb - 14.1g/dl. Plt - 447x10 to the third power cells/ul. The doctor had the initial pt sample sent to a reference lab and hgb and plt results did not match the results obtained from the lh500 analyzer. (Hgb was 14.5g/dl and plt was 348 x 10 to the third power cells/ul). Based on available info, the pt was transfused with two units of blood after the initial hgb and plt results were reported out of the lab. There was no death as a result of this event.

Manufacturer narrative:
Qc run before the event was within specifications. Qc was not performed after the event. The specimens were collected in 5ml, bd vacutainer. A field service engineer (fse) was dispatched to the customer's lab: the fse verified and validated the instrument. The fse performed reproducibility testing with good results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.